Event description:
It was reported that during a kyphoplasty procedure on a patient, the physician was unable to advance the inflatable balloon tamps into the working cannulas. According to the report, the two balloons used in the surgery could not be advanced past the tapered section of the working cannula. The doctor was forced to perform a vertebroplasty instead of a kyphoplasty. According to the report, the surgeon exhausted all options and troubleshooting techniques before switching to vertebroplasty. No other patient complications were reported.

Manufacturer narrative:
(B)(4).